Manufacturer narrative:
H6: added type of investigation codes b13 and b24 h11: added the results of the investigation. Investigation summary clinical symptoms (hemorrhage/bleeding, low blood pressure/hypotension): the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the pump was not returned for investigation. Data log shows the pump flow was within specification range throughout the case except at the time of the reported suction issue, which was related to pump position. Pump flow had some fluctuation at the start of the case, with a decreasing trend that correlated with the placement signal trend. According to the clinical details, flows and blood pressure were low but improved with epinephrine boluses. Ejection fraction (ef) was reported at 10%, with bleeding episodes and blood transfusions given. The cause of the reported low pump flow issue was most likely due to patient condition, based on the provided clinical details and data log review. Device history review ==> the pump (B)(6) passed all post sterile inspection checks.

Event description:
The user facility reported that the decision was made for impella cp when a patient's electrocardiogram showed st segment elevation myocardial infarction. The impella was placed and initially blood pressure and flows were low however eventually improved with epinephrine boluses. While on support it was noted that the patient had a gastrointestinal bleed in addition to bleeding from other areas, hemoglobin dropped and 3 units of bleed were given. The patient remained on support for a total of 41.80 hours and was successfully weaned and explanted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.